Manufacturer narrative:
Eval is pending upon completed investigation of the product, and the products will not be returned to zimmer spine.

Event description:
The pt underwent original spinal fusion surgery on (B) (6) 2006. On an unk date, the pt fell. An incompass 5.5 mm polyaxial screw implanted at l4 broke at the neck of the screw. Add'l info received 02/12/2010. On 01/23/2010, a male pt underwent revision surgery. After the pt's fall and pain associated with it, it was identified that three incompass polyaxial screws broke in total. Two screws broke at l5 and one at l4. A rod in the construct also broke, however, the sales rep noted that he did not see the rod, nor did he have any explanation as to why the rod may have broken. The surgeon removed the previous construct, replaced it, and added an adjacent level at l3-l4.